Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n [(B)(6)], revealed no device found message and worn donut., this does not impact the functionality of the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is approximate. Month and year confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial#: (B)(6); UDI#: (B)(4) ; product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that the recharger paddle and recharger relay box were getting too hot when charging the implantable neurostimulator (ins). Patient stated that the issue started maybe a week or a week and a half ago. Patient also mentioned that the controller would show a no device found screen. Patient stated that last time they charged their ins was yesterday morning. A request was sent to the repair department to replace the recharger telemetry module (rtm). Pt called back on (B)(6) 2025 and they got replacement rtm, but the same issue is happening, and they cannot charge ins. A request was sent to repair dept to replace the controller.